Event description:
It was reported that the pt showed high lead impedance during diagnostics test. Pt also showed increase in seizures. No additional information is available. Good faith attempts to obtain additional information have been unsuccessful. Pt's device is currently turned off.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.